Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 5. Details of surgery: immediate extraction site. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.